Event description:
It was reported that the device shuts off when unplugged from ac source and it would not operate on battery. There was no pt use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that it would not operate on battery power, physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.